Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the physician started to introduce the spyscope ds over the guidewire into the pancreas; however, he lost the position of the guidewire a couple of times, hence, he decided to introduce the spyscope ds to the site without the aid of a guidewire. He was able to introduce the device but the patient had perforation on the distal part of pancreas duct. Reportedly, there was no device malfunction and the procedure was completed using this device. In addition, the patient developed pancreatitis afterwards. In the physician's assessment, the spyscope ds contributed to the perforation of the pancreatic duct but it is "unclear" if the spysope ds also contributed to the pancreatitis of the patient.